Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l information will be submitted within 30 days of receipt.

Event description:
During repair of a lesion located in the common iliac artery, the balloon of the stent delivery system (sds) burst circumferentially, when inflated. The age and gender of the pt is unk. The vessel was described as calcified but not tortuous. The product was properly inspected and prepped, prior to use. Using femoral access the physician crossed the lesion with the guidewire without difficulty. The lesion was pre-dilated. There was no difficulty tracking the device to the lesion or crossing the lesion with sds. When the sds was positioned in the lesion and pressure was applied, it burst. It is unk if an indeflator was used and at what atmospheres the balloon was inflated to prior to bursting. When the physician went to remove the sds from the pt, there was difficulty withdrawing the device through the sheath. Subsequently, the physician removed the sheath and the sds simultaneously from the pt, fully intact and another palmaz sds was used to successfully treat the lesion. There was no reported injury to the pt.